Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced: hematuria, low-grade fever, agglutinations requiring removal, vaginal bleeding, granulation tissue requiring silver nitrate, yellow-brown vaginal discharge, vaginal itching, mesh erosion, bacterial vaginosis and chronic yeast infection (oral, under breasts, vaginal). Excision of eroded/exposed mesh with revision of vaginal cuff, cystoscopy and foley catheter placement was performed. Post procedure the patient reportedly experienced vaginal burning after bike ride, discomfort, perineal irritation/erythema from copious discharge, urinary tract infection, vaginitis, hospital admissions with vaginal cuff cellulitis with concern for intra-abdominal gas requiring antibiotics, hematuria, palpable mesh, fever, dysuria, vaginal itching, vaginal cuff infection and likely mesh infection. Excision of eroded mesh with revision of vaginal cuff, cystoscopy and arista application was performed. Vaginal tissue culture: (+) klebsiella aerogenes (+) candida albicans. Complicated postoperative course: intra-abdominal sepsis likely due to infected vaginal sacrocolpopexy mesh, recurrent fevers, hypotension, acute hypoxia respiratory failure, hypokalemia likely related to diarrhea, gi bleed due to esophagitis and duodenal ulcers, multiple blood/plasma transfusions, bilateral pleural effusions with dyspnea, heart failure, (+) rhinovirus/enterovirus, perisplenic abscess, prehepatic lesion. Exploratory laparotomies performed with abdominal washout and lysis of adhesions. Dehiscence at vaginal cuff and jp drain placed, thoracostomy catheter placement, left thoracentesis, perisplenic abscess and aspiration of prehepatic lesion, genital lichen planus, stricture of vagina and significant hair loss/shedding since transvaginal mesh surgery.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced: hematuria, low-grade fever, agglutinations requiring removal, vaginal bleeding, granulation tissue requiring silver nitrate, yellow-brown vaginal discharge, vaginal itching, mesh erosion, bacterial vaginosis and chronic yeast infection (oral, under breasts, vaginal). Excision of eroded/exposed mesh with revision of vaginal cuff, cystoscopy and foley catheter placement was performed. Post procedure the patient reportedly experienced vaginal burning after bike ride, discomfort, perineal irritation/erythema from copious discharge, urinary tract infection, vaginitis, hospital admissions with vaginal cuff cellulitis with concern for intra-abdominal gas requiring antibiotics, hematuria, palpable mesh, fever, dysuria, vaginal itching, vaginal cuff infection and likely mesh infection. Excision of eroded mesh with revision of vaginal cuff, cystoscopy and arista application was performed. Vaginal tissue culture: (+) klebsiella aerogenes (+) candida albicans. Complicated postoperative course: intra-abdominal sepsis likely due to infected vaginal sacrocolpopexy mesh, recurrent fevers, hypotension, acute hypoxia respiratory failure, hypokalemia likely related to diarrhea, gi bleed due to esophagitis and duodenal ulcers, multiple blood/plasma transfusions, bilateral pleural effusions with dyspnea, heart failure, (+) rhinovirus/enterovirus, perisplenic abscess, prehepatic lesion. Exploratory laparotomies performed with abdominal washout and lysis of adhesions. Dehiscence at vaginal cuff and jp drain placed, thoracostomy catheter placement, left thoracentesis, perisplenic abscess and aspiration of prehepatic lesion, genital lichen planus, stricture of vagina and significant hair loss/shedding since transvaginal mesh surgery.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. Correction: b7: added auto immune disease, decreased estrogen, steroid use: rare parity: g2, p2, immunomodulator therapy: chronic.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation except for the harms of heart failure, dyspnea, hypoxia, respiratory failure, diarrhea, hypokalemia, cellulitis, hypotension, and duodenal ulcer. It was evaluated that restorelle does not have a direct causal relationship to these symptoms and that they represent associated symptoms or consequences to infection/sepsis. No further action or corrective action is required at this time.